Event description:
It was reported that a motor stall occurred. The motor stall was caused by a magnet on the telemetry head of the programmer. It is unknown if the motor stall recovered. There were no patient symptoms reported.

Manufacturer narrative:
(B)(4).